Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'pump restarts when the battery is moved around' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages and duplicated during evaluation by troubleshooting the device. The evaluation found the pump powers off without user input when battery was moved around. The cause was determined to be a depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement. No additional information is available.